Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of blank display and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen is flashing in white and the red warning lamp is blinking. The customer suspected the pump has been dropped as it sound like something came loose when the pump was shaken. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller printed circuit board. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. No loose component found in the insulin pump.